Manufacturer narrative:
.

Event description:
An article titled "vagus nerve stimulation for pharmaco-resistant epilepsy: a long term study of 59 patients" was published and the abstract was reviewed, which included adverse events involving 2 vns patients. The patients had their vns devices disabled due to local infection. No known surgical interventions have occurred to date. The manufacturer report # 1644487-2015-06031 involves the first patient. The manufacturer report # 1644487-2015-06032 involves the second patient.

Event description:
The complete article titled "long term effect of vagus nerve stimulation in pediatric intractable epilepsy: an extended follow-up" was published and reviewed, which included adverse events involving 2 vns patients. The two vns patients underwent the removal of the vns system due to the reported infections.